Event description:
It was reported on (B)(6) 2022 "the tip of the [arterial] line catheter break off in the patient." Catheter tip had to be "removed from inside the patient". "Catheter piecve was removed" no patient injury or harm reported. Patient condition reported as "fine". Complaint from medwatch received on (B)(6) 2022 states: during placement of an arterial line for hemodynamic monitoring approximately 1 cm fragment of arterial catheter appeared to separate from the remaining catheter and remain within the patient's left wrist. The left radial pulse was identified following induction of anesthesia, and the overlying skin was prepped widely with c hlorhexidine. An arrow 20-gauge arterial catheter/22-gauge tw needle set was advanced using landmark and pulse technique toward the artery. Flash was noted within the arrow kit lumen, and the wire was advanced without resistance to its full depth. Resistance was encountered during subsequent gentle advancement of the catheter over the guide wire, prompting withdrawal of the catheter/needle set. The needle was removed without resistance. After removal, the distal end of the catheter was noted to be missing. Using ultrasound, the catheter fragment was identified adjacent to the radial artery. Normal pulsation of the artery was observed on ultrasound. The patient had normal capillary refill throughout the left hand with warm digits and a palpable radial pulse. There was no evidence of compromise to vascular integrity or distal perfusion. The patient required an additional surgical procedure to remove the catheter fragment. The fragment was noted to be within the adventitia of the radial artery. It was able to be removed in its entirety.

Manufacturer narrative:
(B)(4). Medwatch report number: mw5113933.

Event description:
It was reported on 13 dec 2022 "the tip of the [arterial] line catheter break off in the patient." Catheter tip had to be "removed from inside the patient". "Catheter piecve was removed" no patient injury or harm reported. Patient condition reported as "fine". Complaint from medwatch received on 29 dec 2022 states: during placement of an arterial line for hemodynamic monitoring approximately 1 cm fragment of arterial catheter appeared to separate from the remaining catheter and remain within the patient's left wrist. The left radial pulse was identified following induction of anesthesia, and the overlying skin was prepped widely with c hlorhexidine. An arrow 20-gauge arterial catheter/22-gauge tw needle set was advanced using landmark and pulse technique toward the artery. Flash was noted within the arrow kit lumen, and the wire was advanced without resistance to its full depth. Resistance was encountered during subsequent gentle advancement of the catheter over the guide wire, prompting withdrawal of the catheter/needle set. The needle was removed without resistance. After removal, the distal end of the catheter was noted to be missing. Using ultrasound, the catheter fragment was identified adjacent to the radial artery. Normal pulsation of the artery was observed on ultrasound. The patient had normal capillary refill throughout the left hand with warm digits and a palpable radial pulse. There was no evidence of compromise to vascular integrity or distal perfusion. The patient required an additional surgical procedure to remove the catheter fragment. The fragment was noted to be within the adventitia of the radial artery. It was able to be removed in its entirety.

Manufacturer narrative:
(B)(4). Medwatch report number mw5113933. The customer returned one, opened ra kit for analysis. Signs of use in the form of biological material were observed inside the needle hub. Visual analysis revealed that a portion of the catheter was still located over the needle cannula. The catheter body was severed around the middle of the extrusion. The severed portion was not returned for analysis. Microscopic examination of the point of separation revealed that the edges were smooth and angled. No evidence of stretching of the catheter body was observed. The appearance of the damage is consistent with damage resulting from contact with the needle bevel during use. It was also noted that the guide wire was completely advanced through the needle cannula and was kinked directly adjacent to the needle bevel. The customer was contacted to determine if they were aware of the kinking. They indicated that they did not observe any kinking and that the guide wire advanced with little to no difficulty. The point of separation on the catheter body measured 24mm. The catheter body could not be a ccurately measured as the severed half was not returned for analysis. The catheter body outer diameter measured .045", which is within the specification limits of .044"-.047" per the catheter extrusion product drawing. The catheter body inner diameter (at the poin t of separation) measured .032", which is within the specification limits of .031"-.034" per the catheter extrusion product drawing. In order to take measurements of the needle cannula, the guide wire was retracted back through the cannula. The cannula outer diameter measured .028", which is within the specification limits of .028"-.0285" per the cannula product drawing. The cannula inner diameter at the bevel end measured .020", which is within the specification limits of .019"-.0205" per the cannula product drawing. The catheter body was advanced off the needle cannula. Minor resistance was observed due to a build-up of biological material between the catheter and cannula. This biomaterial was removed, and the catheter was able to be re-advanced and re-deployed off the cannula with little to no difficulty. It was also noted that the catheter hub was able to snap on and off the needle protection cap. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over guidewire into vessel". The complaint sample was sent to the wyomissing facility for additional testing. They confirmed that the failure mode appears consistent with damage due to unintentional use error (contact with sharps). A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "once the catheter is partially threaded off the needle, do not attempt to advance needle into catheter again - this may cause catheter damage. Do not attempt to remove needle protection assembly from needle". The report of catheter separation was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed around the middle of the extrusion. Microscopic examination revealed that the edges of the separation were smooth and angled and appeared consistent with damage resulting from contact with the needle bevel. Dimensional analysis on the catheter body and cannula revealed that the outer/inner diameters were within the specification limits. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.